Event description:
On (B)(6), 2010, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa. A trunk-ipsilateral leg component was inserted from the left leg, and deployed. A coda balloon was advanced to perform touch-up ballooning of the proximal end of the device. When advancing the balloon, the physician reported that he felt considerable resistance. When the physician inflated the coda balloon the fluoroscopic image suggested the device proximal portion was being compressed by balloon inflation. The physician continued to inflate the balloon and the fluoroscopic images continued to show the device compress. The physician felt that the balloon was pressing the device from outside the device not from within the device. The balloon was pulled back and an 18fr sheath was introduced. The physician flushed an imaging agent from the tip of the sheath, which showed the imaging agent flow into the sac of the aneurysm, not into the lumen of the stent graft. Since the physician felt certain that the guide wire was passing on the outside of the device, he deployed an iliac extender up through the contralateral gate. Touch up ballooning of the proximal end of the trunk was then performed through the contralateral gate. The patient tolerated the procedure without incident. The physician commented that the guide wire was not removed from the pt during the procedure. Images were sent to gore for eval.

Manufacturer narrative:
Method: a review of the mfg records for the device has been conducted. Results: a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. Add'l devices related to this event are: (B)(4).